Event description:
It was reported that during a bph prostate procedure, the laser console would not turn on. Anesthesia had been administered to the patient. The customer was unable to resolve the issue and the case was completed by an alternative procedure (resection classic). Patient outcome: there was no report of a patient or user injury.

Manufacturer narrative:
The ac main plug was not returned to ams.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(6), 2014. It was determined that the console issue was related to issues with the ac main plug. Replaced ac main plug. The laser console was evaluated and tested. Laser works properly according to ams specifications. Probable root cause: based on the field service report results the root cause was determined to be the ac main plug.